Manufacturer narrative:
Device 5 of 20. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 10 out of 10 wafers from boxes 2 and 3 had off-centered starter hole. She used 4 out of 10 wafers from one of these boxes. There was no harm reported by the end user. No photo is available at this time.